Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient presented to the emergency room due to syncope. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed remote monitoring data and noted that there were no recorded episodes within the time-frame of the syncopal event. This device remains in service. No additional adverse patient effects were reported.